Event description:
It was reported that the patient's generator was prophylactically replaced due to infection. No further relevant information has been received to date.

Manufacturer narrative:
Device evaluation is not necessary as infection is not related to the functionality or delivery of therapy of the device

Event description:
It was reported that the patient had a light infection at the generator site. The device history records were reviewed and sterilization of the generator was verified. No known relevant surgical intervention has occurred to date. No further relevant information has been received to date.